Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the inform ii meter has burn marks on it extending horizontally from the charging contacts on the battery. No adverse event was reported. The alleged product was requested for evaluation.